Event description:
During a coronary stent procedure, the delivery/stent device was advanced over another manufacturer's wire. The physician encountered some resistance before exiting the guide catheter. The delivery/stent device was completely locked up on the wire. During removal the shaft of the delivery/stent device becam elongated due to the force used during removal. Upon removal it was noted that the stent was missing and that the balloon appeared to be partially inflated. The stent was located in the touhy. Another express2 was advance over the same wire and successfully deployed. Patient status is listed as "okay".